Manufacturer narrative:
The patient sample was submitted for investigation. The customer's high ft4 ii and ft3 iii results were reproduced on a modular analytics e170 instrument used at the investigation site. The ft4 ii and ft3 iii results were within the reference range when tested on an e411 instrument at the investigation site. The tsh results were within the reference range. Initial investigation of the sample confirmed the sample contained an immunoglobulin that reacts with the ft4 ii and ft3 iii reagents which affect the sample results. This interference is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys ft3 iii (ft3iii), elecsys ft4 ii assay (ft4 ii) and elecsys tsh assay (tsh) on an elecsys e170 modular analytics immunoassay analyzer. It is not known if the erroneous results were reported outside of the laboratory. The patient has hypothyroidism since undergoing fertility treatment and is currently being administered thyroid hormone replacement therapy. The patient was stable after treatment, but the elecsys ft4 ii and ft3 iii results were abnormally high. Due to the high results, the customer sent the sample to an external laboratory where the results from the architect method were within the normal range. The sample was also submitted for investigation and erroneous ft3 iii, ft4 ii and tsh were identified between the customer's e170 analyzer, the architect method from the external laboratory and a cobas 8000 e 602 module used at the investigation site. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results and medwatch with patient identifier (B)(6) for information on the tsh erroneous results. Refer to the attached data for patient results. There was no allegation that an adverse event occurred. The e170 analyzer serial number was not provided. The e602 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site was 203102 with an expiration date of 12/31/2017.